Event description:
Pt reported an alleged lap-band port leak. The port was removed and replaced. Health professional reported the surgeon confirmed that there was a "crack in the tubing" next to the port. The health professional stated that the port itself was not leaking.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."